Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus was not aligned with the pointer on the screen. The overlay assembly was found out of electrical specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was recently sent back for a pointer that could not be calibrated. After working well for two days, the stylus has once again lost calibration and cannot be re-calibrated by on board options. The programmer was returned for repair. There was no patient involvement.